Event description:
It was reported that, "patient presented with fluid in the knee several months after triathlon tkr. Knee was drained. No sign of infection."

Manufacturer narrative:
Neither the device nor additional information is available at this time. Additional information has been requested.